Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade IV.

Event description:
Healthcare professional reported via email "right side deflation and bilateral capsular contracture, baker grade IV." Device explanted. Right side.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: white particles in the shell and broken on plug strap. Leak test was performed which identified: the unit does not leak, microscopic analysis identified: striated broken on plug strap and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint. Striated broken on plug strap assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device explanted and replaced.